Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 1st february 2018. The returned hdf-3500 was witnessed switching on automatically during investigation, which confirmed the reported fault. The investigation revealed a partial solder short circuit across transistor q38. This transistor forms part of the on/off circuitry and will power on the device when the on/off button is pressed. As current should only flow through q38 when the on/off button is pressed, the partial short circuit had caused the device to intermittently switch itself on. The fault could not be replicated following removal of the solder short. Due to the stress testing carried out in this investigation, the device shall be retained and replaced with another hdf-3500.

Event description:
Device switched on automatically. There was no patient involved in this event.